Event description:
It was reported that a visiting nurse checked the actual product for a patient at home and confirmed that the urination port of the leg bag was distorted and could not be used. Per follow up information received on (B)(6) 2022, there was no impact on patient and looked like there was no bent and twisted from the photo samples.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was confirmed cause unknown. 1 sample was confirmed to exhibit the reported failure. The device had not met specifications. It is unknown if the product was used for treatment. The product caused the reported failure. Visual evaluation of the returned sample noted one opened (with original packaging), used dispoz-a-bag. Visual inspection of the sample noted the flip-flo valve bend/ distorted. The photo sample provided shows the flip-flo valve bend/ distorted. This does not meet specification which states "damages are not allowed in the components". A potential root cause for this failure mode could be ¿inappropriate package design¿. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "directions for use: 1. Separate notches within circles. Pull straps through holes and around leg. 2. Position bag on leg with flutter valve at top. 3. Attach catheter or extension tubing to top inlet. When wearing bag below knee, attach bard extension tubing (catalog no. 150615 or 4a4194). 4. To empty dispoz-a-bag, push green lever on flip-flo valve out and down. Important: be sure to reclose flip-flo valve after emptying bag. 5. After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable, local, state and federal laws and regulations. Bard dispoz-a-bag accessories: ¿ leg bag holder ¿ 1-3/4¿ wide leg bag strap ¿ deluxe fabric leg bag straps ¿ extension tubing" the actual/suspected device was inspected.

Event description:
It was reported that a visiting nurse checked the actual product for a patient at home and confirmed that the urination port of the leg bag was distorted and could not be used. Per follow up information received on 08aug2022, there was no impact on patient and looked like there was no bent and twisted from the photo samples.